Event description:
A blood sample was drawn from a pt to obtain a baseline (pre-drug) platelet function test result using the ultegra rpfa-trap. A result of 56 "pau" was obtained. This value is significantly lower than the baseline reference range cited in the device package insert (125-330 "pau"). A second blood sample was drawn, and the retest gave a result of 141 "pau".